Event description:
Defective keypad.

Event description:
Defective keypad. Device history record review was performed, no events linked with the reported issues found. Customer was asked several times by mail to send back the device for repair but never answered. No CAPA was initiated for this issue.